Event description:
Sorin group (B)(4) received a report that the pump stopped and displayed an error message during a procedure. Hand cranking was used to maintain blood flow. The pump was power cycled and the issue was resolved. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the pump stopped and displayed an error message during a procedure. Hand cranking was used to maintain blood flow. The pump was power cycled and the issue was resolved. There was no report of pt injury. It was reported that, when the pump stopped, the circuit breaker connected to the s3 system was thrown. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.